Manufacturer narrative:
Unit passed displacement test, self-test, and active current measurement. However, unit received with high sleep current and unexpected battery power loss shown in power graph for different periods of time, problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information indicated by medtronic that the insulin pump alarmed had issues with battery life. The customer reported the battery did not last more than one week. Troubleshooting was completed but did not resolve the problem. The insulin pump was returned for analysis.